Event description:
Complainant reported that after a case where the patient was treated on a mid-circumflex instent restenosis, a dissection was noted at the proximal portion of the circumflex. The circumflex had an accute angle. The complainant reported that the vessel looked great after stenting the dissection and that the patient is stable and had no signs of enzyme increase post procedure.